Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
A doctor reported that during laser assisted cataract surgery, a gas bubble was located near the primary incision of the cornea endothelial interface. The surgeon performing phacoemulsification was not aware of the gas bubble, and upon entering the anterior chamber, the descemet's membrane was moved down with the phaco tip causing the detachment. The patient was referred for a corneal evaluation and a corneal transplant was scheduled for the future. Additional info was requested.